Event description:
It was reported that coil protruded from the catheter tip upon removal. The target lesion was located in a moderately tortuous portal vein. A 14mm x 50cm interlock coil was selected for use and intermittent flushing was performed. The coil interlocking arm was connected and the introducer sheath was able to retract in the hub when inserting the coil with the twistlock completely opened. During the procedure, it was noted that the coil became stuck in the distal portion of the non-bsc microcatheter. The coil and microcatheter were removed together. However, the coil protruded from the distal tip of catheter during removal. No patient complications were reported.